Event description:
It was reported that sensor did not work. Customer wore for ten hours then attempted to change sensor and found that cannula was missing. Customer is not sure if cannula is still in the body. Customer was advised to seek treatment from healthcare professional regarding possible cannula in the body. Sensor will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)